Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced an infection. Subsequently, the patient underwent a revision procedure, and this system was explanted. Other than the revision surgery, no additional adverse patient events were reported. This product has not been returned for analysis.